Manufacturer narrative:
Other device used: catalog #00630506440, trilogy longevity crosslinked polyethylene acetabular liner, lot #62496997 - manufactured by zimmer (B)(4). Visual inspection of the returned femoral head shows dark debris on the taper. It has also been noted that there are few scratches and some foreign particle on the outside surface of the head. Dimensions were found conforming to print specifications where measured. Visual inspection of the liner indicate third body wear and some foreign particle on the inner surface of the liner. It was also noted that there are gouges on the rim of the liner. Dimensional analysis cannot be performed on the liner because of the damages. The stem has not been returned for review and it is unknown if corrosion is present on the stem neck taper. Review of the device history records did not find any deviations or anomalies. Scanning electron microscopy images confirm the presence of dark debris on the head taper. Energy dispersive spectroscopy analysis of the dark debris on the head taper indicated the elements c, o, na, al, si, p, cl, ti, cr, co, and mo. This has been a common element breakdown of the black debris found in hip femoral corrosion events. These devices are used for treatment. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Surgical notes were not provided. A definitive root cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #65771101200, zimmer m/l taper femoral stem press-fit plasma sprayed, lot #62715055 - manufactured by (B)(4) - remains implanted this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated ion levels. The head was removed and black residue was evident on the trunnion and inside the head. Minor tissue debridement was also done. The liner was also removed and some irregular wear was noted.